Event description:
On (B)(4) 2010, the following info was provided to cook endoscopy: during placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set - push. The wire guide was advanced through the abdominal incision site and into the stomach. The snare was advanced through the endoscope and used to grasp the end of the wire guide. The snare and endoscope were used to pull the wire guide through the stomach, eventually exiting the pt's mouth. The wire guide became kinked and the user was unable to pass the gastrostomy tube over the wire guide. Another device was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. On (B)(4) 2010, the device was returned for evaluation. At this time, a preliminary visual examination of the device was performed by cook endoscopy and the device failure was documented as a kink at the distal end of the wire guide. The device was disinfected, photographed and returned to the approved wire guide supplier for a complete evaluation. On 05/24/2010, the supplier evaluation was received by cook endoscopy. The supplier evaluation contained info indicating the distal weld connection had separated from the outer coiled wire guide coating, allowing the outer coiled wire guide coating to unravel. This type of occurrence meets adverse event reporting criteria. Upon review of the complaint file, the photographs taken of the device upon return to cook endoscopy on (B)(4) 2010 clearly show the distal weld separation. Therefore, cook endoscopy's aware date that a reportable occurrence had taken place was (B)(4) 2010. In an effort to prevent further occurrences of late medwatch reporting, cqa personnel were reminded of their responsibility in fulfilling medwatch reporting requirements and proper documentation of visual examinations performed on returned devices.

Manufacturer narrative:
Evaluation: the wire guide was evaluated by the approved wire guide supplier. The evaluation of the product said to be involved confirmed the distal weld connection has separated from the outer coiled wire guide coating and safety (core) wire, allowing the outer coiled wire guide coating to stretch. The ball of the distal weld has detached from the device and was not included in the return. The ball of the distal weld is approx 1mm in circumference. The reporter has confirmed that no section of the device detached inside the pt. A discrepancy or anomaly that could have contributed to breakage of the distal weld connection was not observed during analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: unraveling of the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with the snare in this position this could contribute to the reported wire guide damage. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push devices are subjected to an inspection for device integrity. A visual examination of all components is performed. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrences is rare. Customer quality assurance will continue to monitor for complaint trends.